Event description:
Complaint alleged that the head hi/low is slowly drifting down in this bed. No injury alleged.

Manufacturer narrative:
Technician found that the head hi/low was slowly drifting down due to defective trend valve. Replaced the trend valve to resolve this issue.